Event description:
It is reported that customer has excessive damage to insulin pump. It is reported that there are cracks at the reservoir and battery compartments. It is also reported that customer has a broken belt clip. Customer's blood glucose was 11 mmol/l. It was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.